Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that upon completion of peritoneal dialysis treatment a fluid leak was observed when removing the cassette from the liberty cycler. It is unknown if the cycler alarmed. Additional information was solicited.